Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Event description:
Related to tw (B)(4). The hospital reported that vasoview hemopro 2 malfunctioned during procedure. The bent piece was noticed on the camera when the device was inside the patient. The device was not used and immediately removed from the patient. Per attached photo the heating wire is bent. Procedure was completed using a new device. There was a procedural delay. No patient harm.